Event description:
It was reported that the patient came in for a refill on (B)(6) 2015 and it was determined that the pump was flipped. The pump flip was confirmed by anteroposterior (ap) and lateral x-rays. The patient was frustrated, but had not physical symptoms. The sutures came loose from the fascia tissue they were tied down to. There was pump movement as a result of the fascia disintegration. The positioning of the pump was corrected at a revision that occurred on (B)(6) 2015. At the time of event the patient¿s status was stable, and later the patient was reported as doing great. The pump was used to infuse bupivacaine and morphine.

Manufacturer narrative:
Concomitant products: product ID; 8709sc, serial# (B)(4), product type: catheter. (B)(4).